Event description:
After a foley catheter was placed, a leak was observed in the catheter close to where it attaches to the drainage bag. There was no trauma noted to the foley catheter prior to entry. The foley was discontinued and a new one was placed.